Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported a piece was broken off of the top of the roller pump. As a result, the position of the rollers could not be adjusted. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.